Event description:
Reporter alleged passing out and being kept at the hosp overnight for observation. Reporter stated meter read 375 mg/dl and sometime afterwards read 400 mg/dl. It was reported customer did not take medications and could not provide the time between the two results. It was stated customer passed out and taken to the hosp where was kept overnight for observation. Reporter stated not remembering the hosp reading or if they treated him. Controls were reportedly tested prior to the alleged incident but it is not known whether they were within range. A request was made for the return of the suspect device and replacement product was sent.